Event description:
It was reported to boston scientific corporation in 2005 that a low profile balloon was placed during a balloon replacement procedure (exact product placement date unknown; patient age, gender, and weight unknown). According to the complainant, balloon ruptured during inflation. The procedure was repeated with another device. The procedure was able to be performed successfully. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Functional evaluation of the returned device revealed that the balloon had a tear in it, rendering the device non-functional. The tear was not along the balloon's seam. The cause of this malfunction cannot be determined.